Event description:
During a survey, an unspecified healthcare worker responded that during the anastomosis of veins and arteries in micro-surgical and/or vascular reconstructive procedure with a coupler or up to 12 weeks post-surgical that an unknown quantity of stenosis was noted. Additionally, the respondent stated, ¿minor harm¿ and ¿revised¿ (not further specified). These events likely required medical/surgical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.